Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that due to the tortuosity of blood vessel, it was difficult to open the ped during the delivery process. After repeated pushing and pulling, the tip end was damaged. In order to ensure the safety of the patient, it was taken out and replaced. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. There was failure to open in the distal section. The middle part of the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no  additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter.  No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured communicating artery aneurysm with a max diameter of 2 mm and a 2 mm neck diameter. The landing zone was 3.5 mm distally and 5.0 mm proximally. It was noted the patient's  vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was hospital routine double-antibodies. Angiographic result post procedure was significant blood retention within the aneurysm.

Manufacturer narrative:
H3: product analysis #: (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield were found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of pipeline flex shield braid were fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.